Manufacturer narrative:
A review of the service request (sr) indicates the customer contacted the technical support specialist (tss) to assist in troubleshooting their issue. The customer switched to vitrectomy mode and ¿after 8-10 seconds it began to work,¿ air came from the fluid/air exchange (fax) line. The customer called again to cancel their scheduled service as they were no longer experiencing any issues. The system was manufactured on december 14, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, when attempting to go from fluid to air, the system only delivered fluid. The air pressure was raised but still no resolution. After going to vitrectomy mode and attempting air after 8-10 seconds, air began to flow. Additional information has been requested.